Event description:
Revision of shoulder components 7 years post-op due to infection.

Manufacturer narrative:
After further review of additional information received the following sections a1, b5, d4, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. H4: device manufacture date (2011). H6: all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The event of infection is greater than 3 months postop and it is highly unlikely to be related to the surgical procedure or devices. The most likely cause of the reported event is related to the underlying patient condition. This device is used for treatment, not diagnosis. Corrected data: d4: serial number.

Event description:
It was reported that 7 years post-op a total shoulder implant, the patient developed an infection and required a revision. A gentamicin spacer was placed. The patient was stable upon leaving the or. No further information was reported. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00060, 1038671-2018-00061, 1038671-2018-00063 and 1038671-2018-00064.